Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 12mm emerge balloon and a 15mm x 2.75mm nc quantum apex balloon were selected for use. During the procedure, the emerge balloon was inserted, followed by a non bsc stent and then post-dilated with an nc quantum balloon. However, it was noted that both emerge and nc quantum balloons ruptured. The procedure was successfully completed and the patient has recovered fully. Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a nc quantum apex balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. Microscopic examination revealed a pinhole in the balloon approximately 9mm from the tip. There is blood present in the guidewire lumen, inflation lumen, and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. No other issue reported.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 04:02 pm CT. The report number is being corrected from: 2134265-2018-64379 to: 2134265-2018-63201.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 12mm emerge balloon and a 15mm x 2.75mm nc quantum apex balloon were selected for use. During the procedure, the emerge balloon was inserted, followed by a non bsc stent and then post-dilated with an nc quantum balloon. However, it was noted that both emerge and nc quantum balloons ruptured. The procedure was successfully completed and the patient has recovered fully.